Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient, an outpatient requiring continuous intravenous fluid administration had a double lumen PICC line trimmed to 25cm and inserted as a tunneled central line on (B)(6) 2026. During use, leakage was reported from the medial (white luer hub) extension line. Additionally, it was noted that when the proximal extension line was bent or angled, intravenous fluids would leak from the device. On (B)(6) 2026, a guidewire exchange was performed to remove the existing PICC and to insert a new jacc catheter. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine".